Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a procedure to implant this lead, a perforation occurred and the patient had cardiac tamponade. The patient was hospitalized. No further patient effects were reported.